Event description:
Healthcare professional reported "rupture" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A visual analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: striated opening on anterior and posterior, striated broken on anterior, missing shell and smooth broken on radius. Based on the device analysis the final assessment is: a missing shell assessed as inconclusive, a striated opening on anterior and posterior assessed as surgical damage, a striated broken on anterior assessed as surgical damage, and a smooth broken on radius assessed as smooth opening.

Event description:
Healthcare professional reported "rupture" against right device. The device has been replaced.